Event description:
It was reported that after an infusion set change the user experienced pain at the new site, noted the site loosening, and then developed persistent hyperglycemia with blood glucose values rising to 269 mg/dl and 330 mg/dl, remaining elevated around midday. The user reported significant scar tissue at the location and required guidance to restart the infusion set change on the ilet after inadvertently initiating a tubing fill. Symptoms included hyperglycemia. Outcomes included the need for supply replacement and user education on proper infusion set change and avoidance of scar tissue to improve insulin absorption. Investigation included customer interview, device use review, and troubleshooting during a follow-up call. Investigation of this case revealed that hyperglycemia resolved only after replacing the infusion set and relocating away from scar tissue, consistent with poor absorption or flow impairment at the prior site. It was concluded that the event was attributable to infusion site issues leading to inadequate insulin delivery, which was addressed through supply replacement, correct setup on the device, and site selection counseling. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.